Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization bent cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that on (B)(6) 2020 a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 4 to 24 hours on the abdomen. Patient had blood glucose levels of 557 mg/dl. Patient was nauseous and vomiting. Patient was treated with intravenous therapy with insulin. Patient's mother stated that the cannula was bent. The pod was discarded at the hospital. Patient was released the next day. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6). Went to hospital, pod deactivated at 1:02 pm at hospital 12 am (B)(6) 2020, ketones at 4.6 6:21 am ketones showing trace.